Event description:
It was reported that during a da vinci prostatectomy procedure, the wire at the tip of the maryland bipolar forceps instrument snapped, so it stopped working. The instrument was replaced. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch down cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the instrument's wrist were intact and undamaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable could likely cause or contribute to an adverse event, if to recur.